Event description:
In 2005, patient implant of a 28-16-140bl bifurcated device and a 28-28-55l proximal extension. It was noted that the proximal extension was placed short; the patient was left for monitoring. Follow up CT revealed that the neck increased in size, there was approximately 10mm of uncovered neck and the patient developed an ectatic right limb. In 2009, the patient was treated for the proximal and distal endoleaks with a 34-34-100rl suprarenal proximal extension and a 16-16-55l limb extension. The suprarenal proximal extension was inadvertently pulled down while retracting the inner core and a 34-34-80l infrarenal proximal extension was deployed with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Physician inadvertently placed the proximal extension short.